Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with an ngen rf generator, world wide configuration and a high flow irrigation issue. It's been said during ablation with qmode, the system was on low flow 2ml and didn't switch to high flow during ablation but it lowered the wattage. When they changed to default template with qmode which fixed the issue. Case completed. There was no patient consequence. Device investigation details: the technical services remote support team confirmed the unit was performing as intended, therefore no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with an ngen rf generator, world wide configuration and a high flow irrigation issue. It's been said during ablation with qmode, the system was on low flow 2ml and didn't switch to high flow during ablation but it lowered the wattage. When they changed to default template with qmode which fixed the issue. Case completed. There was no patient consequence.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).